Event description:
This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and device failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a humerus open reduction internal fixation (orif) procedure on (B)(6) 2020 the screws for humeral nail missed the nail. The team burnt one of the multiloc screws trying to remove it (damaged thread) and also opened another nail to test the system. It was noted that the insertion-handle may be damaged. One of the pieces that attached the insertion handle to the jig/aiming arms is damaged/not present. This caused ¿give¿ in the jig and meant that the targeting sleeves did not completely align. The procedure was completed successfully with a surgical delay of 45 minutes. The procedure was completed by using another instrument to help fix the jig and connection piece together. This was held steadily by surgeon and assistants. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.019.006, lot 7531804: manufacturing site: haegendorf. Release to warehouse date: october 21, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the visual investigation confirmed that the connection part which interfaces with the multiloc proximal humeral nail is damaged/ deformation. There are several heavy hammer blows marks visible on the surface, which are likely referable to an excessive force application. All features related to the reported complaint condition were reviewed and no other issues were identified. The relevant feature is damaged in a manner which prevents accurate measurement. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The insertion handle was examined and the complaint condition is confirmed as the connection part which interfaces with the multiloc proximal humeral nail is damaged/ deformation. This production lot was manufactured according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The damage/ deformation clearly indicates that high forces were applied during use. By this it is likely that misalignment takes place so that the connection between the involved parts are not parallel or not angular anymore and did compromise the functionality of the device. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.